Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the weld between the shaft and handle of the r3 cup positioner/impactor broke during impaction. The cup was fully seated and the case was not affected. The surgeon was able to remove the impactor. The patient was not affected and there was a backup instrument available. No surgical delay was reported.

Event description:
It was reported that the weld between the shaft and handle of the r3 cup positioner/impactor broke during impaction and caused the platform to spin, thus not allowing the inserter to be removed from the shell. The surgeon was able to use pliers to spin the inserter shaft and remove it from the cup. No broken pieces fell inside the patient. The cup was already fully seated when the incident occurred and the case was not affected. The patient was not affected and there was a backup instrument available. No surgical delay was reported.

Manufacturer narrative:
Results of investigation: it was reported that the weld between the shaft and handle of the r3 cup positioner/impactor broke during impaction and caused the platform to spin, thus not allowing the inserter to be removed from the shell. The surgeon was able to use pliers to spin the inserter shaft and remove it from the cup. No broken pieces fell inside the patient. The cup was already fully seated when the incident occurred and the case was not affected. The patient was not affected and there was a backup instrument available. No surgical delay was reported. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. The impactor was manufactured in 2016 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No medical documents were received for investigation. There was no patient injury and the procedure was completed without delay. Therefore no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. The failure mode is included in the risk management documentation and is within expected occurrence rates. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.internal reference number: case-2020-00026872-1.